Event description:
It was reported that the patient had the artificial urinary sphincter balloon and pump components removed as the pump had migrated to the back of the scrotum making it hard for the patient to operate. The pump was moved to a different location of the scrotum. A leak in the cuff was detected, but the physician elected to leave the cuff in place due to the patient's radiation and was very sick with many illnesses so they did not want to attempt to remove and replace the cuff. A new artificial urinary sphincter balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.